Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error on the screen. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer stated had insulin pump cracked at backside and exposed to moisture. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring= black. Case type = ngp. Customer return device for alleged critical pump error (open book) & exposed to moisture & cosmetic damage located at an unspecified area and was found on august 28, 2022. Device passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement. Unit failed to pass the self test due to pump error 63 occurring during testing. Keypad was intermittent during testing and passed the keypad voltage test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Found no alarms/alerts/anomalies noted on event date in history file. Unit was cut open to perform visual inspection and found moisture damage on electronic stack & force sensor. Unable to perform zero offset force sensor test due to moisture damage. The following were noted during visual inspection: scratched case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), peeling and stained serial label. Critical pump error is not confirmed. Cosmetic damage is confirmed. Exposed to moisture is confirm at electronic stack and force sensor. Pump error 63 is confirmed due to cracked soldered joint at u1 pin (06). Keypad unresponsiveness is confirmed due to moisture damage on j1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.